Event description:
On the evening of (B)(6) 2026, two ambulances, each with one paramedic and two emergency medical technician's (emts) on board, were dispatched to an apartment complex for a male in cardiac arrest. The two ambulance crews arrived at the patient's side at the same time (approx. 22:34hrs). Prior to making patient contact, there was no bystander CPR or defibrillation attempted. Following protocol, the crew applied the lifepak 35 therapy pads at 22:36:04 while manual CPR was ongoing, after the monitor completed its initial power-on cycle at 22:34:53. The first set of therapy pads were applied to the patient's bare chest in the standard orientation based on manufacturer recommendation and as shown on the therapy pad illustration. In the process of the therapy pads being placed, the crew was looking to the monitor screen to determine an initial rhythm. The crew saw a single dotted line while in the "pads" view. Once seeing the dotted line and no rhythm being detected, the crew was shown a message at the top of the screen relating "pads disconnected". Attempts were made to ensure the pads were placed correctly and firmly to the patient's bare chest. A second set of therapy pads that are kept with the monitor were opened and applied to find the same result. The crew attempted to disconnect and reconnect the therapy pads from the therapy cable, as well as attempted to disconnect and reconnect the therapy cable from the cardiac monitor. It was at this point, the crew asked for a second cardiac monitor, which was in one of the ambulances on scene. While attempting to trouble shoot the first cardiac monitor, the crew was able to see and capture pulse oximetry (spo2) and end-tidal co2 (etco2). The second cardiac monitor arrived at the patient's side with a power-on time of 22:39:21. Similar to the first cardiac monitor, the crew was unable to detect an electrical tracing of any kind while continuing to see a "pads disconnected" message. While continuing to trouble shoot the errors, the crew exhausted the two remaining sets of therapy pads from the second monitor before having to pivot to utilizing the automated external defibrillator (AED) that was on the ambulance. A delaware state trooper was the one to retrieve the AED off the ambulance and brought it to the patient's side where the crew continued with the resuscitation. This is when body worn camera footage would begin. The crew continued the resuscitation with the AED placed on the patient's chest and performing rhythm interpretation through the standard 3-lead in lead ii view. The lifepak 35 would continue to give the message of "pads disconnected" and "leads disconnected" multiple times during the resuscitation attempt. Resuscitation would stop at 23:04 following state protocol for pronouncement following a cardiac arrest resuscitation attempt. Through the course of an internal investigation, body worn camera (bwc) footage was able to be seen, but not downloaded due to the lack of a subpoena and/or a formal investigation from an outside entity. Review of the footage showed the crew making multiple attempts to verify the connections between the therapy cable and the monitor, the therapy cable and the pads, and the pads and the patient. The video also showed how attempts were made to utilize the basic life support (bls) AED in the course of the resuscitation attempt. The patient being morbidly obese, CPR was shown to be a challenge for crews as manual compressions were being done while in a standing position while bending at the waist in order to perform effective compressions. The monitor was also tested with the manufacturer provided therapy testing device and was evaluated by the products service technician showing no abnormalities to the functionality of the cardiac monitor. There were two products that were used in this case, both of which are the same product. Both serial numbers were added in the 'section e' or 'product' form of this report. Patient code: 1762. Device codes: 2925, 2591, 3023. Reference report: mw5183818.